Manufacturer narrative:
This is a duplicate report of 1818910-2013-16200. This report, 1818910-2013-17321, will be rejected. Report #1818910-2013-16200 will be kept for investigation purposes.

Event description:
Clinical report states the patient was revised due to osteolysis around the stem that was treated with bone grafting.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.